Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibromyalgia, hypertension and right lower quadrant pain. Concurrent conditions included pain upon movement, anxiety, bipolar disorder, malaise, muscle pain, neuritis, eye pain, photophobia, abdominal pain, general body pain, myalgia, bacterial vaginosis and hepatic steatosis. Concomitant products included amoxicillin from 20-jul-2018 to 20-aug-2018, fluoxetine since 23-jun-2017 and naproxen from 15-jun-2017 to 15-jul-2017. On 28-mar-2011, the patient had essure inserted. On 1-apr-2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea, (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems-depression"), anxiety ("psychological or psychiatric problems-mental anguish"), migraine ("migraines") and headache ("headaches"), 4 days after insertion of essure. On an unknown date, the patient experienced back pain ("lower back pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on 28-sep-2018. At the time of the report, the pelvic pain, back pain, vaginal haemorrhage and menorrhagia had resolved and the dysmenorrhoea, depression, anxiety, migraine and headache outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in medical record that plaintiff had essure embedded in 2010 for contraception, however in pfs it was reported that essure inserted on 28-mar-2011. Also she had CT scan, which shows one of the essure protruding through the fallopian tube on the right. She states the pain is virtually continuous, but in postoperative diagnosis revealed there was no protrusion of the essure.discrepancy noted in previous distributed version hsg was done now as per pfs plaintiff claimed that she didn't undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available):hysterosalpingogram - on 28-jun-2011: result: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, headaches, migraine, depression. Quality-safety evaluation of ptc:unable to confirm complaint most recent follow-up information incorporated above includes:on 9-jan-2020: ppf received event " pain and bleeding" were updated as recovered. Reporter information was added.based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibromyalgia, hypertension and right lower quadrant pain. Concurrent conditions included pain upon movement, anxiety, bipolar disorder, malaise, muscle pain, neuritis, eye pain, photophobia, abdominal pain, general body pain, myalgia, bacterial vaginosis and hepatic steatosis. Concomitant products included amoxicillin from (B)(6) 2018, fluoxetine since (B)(6) 2017 and naproxen from (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea, (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems-depression"), anxiety ("psychological or psychiatric problems-mental anguish"), migraine ("migraines") and headache ("headaches"), 4 days after insertion of essure. On an unknown date, the patient experienced back pain ("lower back pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and back pain was resolving and the dysmenorrhoea, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine and headache outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in medical record that plaintiff had essure embedded in 2010 for contraception, however in pfs it was reported that essure inserted on (B)(6) 2011. Also she had CT scan, which shows one of the essure protruding through the fallopian tube on the right. She states the pain is virtually continuous, but in postoperative diagnosis revealed there was no protrusion of the essure. Discrepancy noted in previous distributed version hsg was done now as per pfs plaintiff claimed that she didn't undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, headaches, migraine, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2019: new pfs received- new events added: dysmenorrhea (cramping), lower back pain.outcome of event pain from unknown to recovering/resolving was updated.reporters information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibromyalgia, hypertension and right lower quadrant pain. Concurrent conditions included pain upon movement, anxiety, bipolar disorder, malaise, muscle pain, neuritis, eye pain, photophobia, abdominal pain, general body pain, myalgia, bacterial vaginosis and hepatic steatosis. Concomitant products included amoxicillin from (B)(6) 2018 to (B)(6) 2018, fluoxetine since (B)(6) 2017 and naproxen from (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems-depression"), anxiety ("psychological or psychiatric problems-mental anguish"), migraine ("migraines") and headache ("headaches"), 4 days after insertion of essure. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety, migraine and headache outcome was unknown. The reporter considered anxiety, depression, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in medical record that plaintiff had essure embedded in 2010 for contraception, however in pfs it was reported that essure inserted on (B)(6) 2011. Also she had CT scan, which shows one of the essure protruding through the fallopian tube on the right. She states the pain is virtually continuous, but in postoperative diagnosis revealed there was no protrusion of the essure. Discrepancy noted in previous distributed version hsg was done now as per pfs plaintiff claimed that she didn't undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, headaches, migraine, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2019: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish, migraines, headaches, plaintiff did not undergo any confirmation test. Medical history, concurrent condition and concomitant medication were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.